Event description:
On (B)(6) 2012 customer reported that the reagent carts, on the dxc 800 pro instrument, were wet when removed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the bead assembly and vacuum valve on reagent probe b. This resolved the issue and no further leaks were reported. Fse stated that the failure mode was related to the vacuum valve.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).